Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and the stent strut was damaged. No patient complications were reported.